Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. There was slight tissue damage during clip removal that was treated with epinephrine injection and clips. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fully recover.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failure to release from catheter.